Manufacturer narrative:
Technician inspected bed and found head hi/low drifts down. Replaced hydraulic valve for head hi/low valve to resolve this issue.

Event description:
Complaint alleged that the head hi/low of bed drifts down. No injuries reported by staff.